Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/ migration of essure device location of device: device protruding in left tube/ perforation (other):device protruding in left tube") and sarcoidosis ("sarcoidosis") in a female patient who had essure (batch no. 664437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included burping, vaginal bleeding, adenomyosis, endometriosis, chronic cervicitis and endocervical squamous metaplasia. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced abdominal distension ("bloating"), constipation ("constipation") and abdominal discomfort ("stomach discomfort"). In (B)(6) 2016, the patient experienced sarcoidosis (seriousness criterion medically significant). In 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (she had hysterectomy with bilateral salpingectomy, endometrial ablation and leep x3). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, fatigue, abdominal distension, constipation, abdominal discomfort and sarcoidosis outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, constipation, fallopian tube perforation, fatigue and sarcoidosis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 1-feb-2010: total bilateral occlusion. (B)(6) 2016- CT: pelvic urogenital structures: there is a 2.4 x 2.3 cm left ovarian cyst. There is a 1.8 x 1.6 cm right ovarian cyst. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms pelvic pain, fallopian tube perforation. Most recent follow-up information incorporated above includes: on 20-jun-2018: information form pfs and mr. New reporter added. Case medically confirmed. Patient¿s demographics added. Indication added. Lot number added. Historical and concomitant conditions added. Indication added. Product date updated. New events added: sarcoidosis, migration of essure device location of device: device protruding in left tube/ perforation (other): device protruding in left tube, fatigue, bloating, constipation, stomach discomfort. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation/ migration of essure device location of device: device protruding in left tube/ perforation (other):device protruding in left tube") and sarcoidosis ("sarcoidosis") in an adult female patient who had essure (batch no. 664437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included burping, vaginal bleeding, adenomyosis, endometriosis, chronic cervicitis and endocervical squamous metaplasia. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced abdominal distension ("bloating"), constipation ("constipation") and abdominal discomfort ("stomach discomfort"). In (B)(6) 2016, the patient experienced sarcoidosis (seriousness criterion medically significant). In 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (she had hysterectomy with bilateral salpingectomy, endometrial ablation and leep x3). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, fatigue, abdominal distension, constipation, abdominal discomfort and sarcoidosis outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, constipation, fallopian tube perforation, fatigue and sarcoidosis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. (B)(6) 2016- CT: pelvic urogenital structures: there is a 2.4 x 2.3 cm left ovarian cyst. There is a 1.8 x 1.6 cm right ovarian cyst. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms pelvic pain, fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery to remove essure on (B)(6) 2017. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.